Manufacturer narrative:
Manufacturer's report date: 12/05/2007.

Event description:
Facility reported pca overinfusion of hydromorphone. Facility's standard concentration is hydromorphone 20 mg/50 ml. Order was for 0.4 mg/ml every 10 minutes with max of 2.4 mg/hr. Reported that nurse first chose standard concentration for programming, but changed it to custom concentration of _mg/_ml instead. Second nurse verified programming. 20 minutes after infusion started, device alarmed and syringe was found empty. Patient had decreased respirations, was transferred closer to nursing station for observation, given narcan in 3 doses for 1 mg total, and later transferred to ICU for cardiac monitoring. Patient did fine after narcan with o2 sat 93-97% on 4 l/min oxygen, and was discharged the next day with no adverse effects. Review of event logs showed at 12:59 a new monoject 60 syringe, with an estimated volume of 47.9144 mls, was installed into the device. The user selected the monoject 60 syringe and confirmed the selection. The user selected hydromorphone as the drug and was subsequently presented with the following drug parameter options: 20mg/50ml (standard concentration and _mg/_ml (custom concentration). The user first selected standard concentration, then cancelled the selection. The user subsequently selected custom concentration at 13:00. The user was then prompted to input the syringe concentration. The user entered the drug amount as 0.4 mg (instead of 20 mg) and the diluent volume as 50 mls (concentration 0.008 mg/ml). The user selected "confirm" and was presented with the following message: "content of the syringe is inadequate to deliver the programmed pca dose.: the user confirmed the message, and pressed "start" at 13:02. This resulted in an infusion that would require 50 mls to deliver the pca dose, which requires the entire contents of the syringe. At 13:03 the first pca dose was requested and the delivery of the pca dose began. At 13:26 the module alarmed for near end of infusion. At 13:27 the module alarmed for syringe empty. The volume infused was 47.9144 mls. The pump was channeled off at 13:27. The event resulted in a 19.16 mg delivery to the patient upon pca dose request instead of the reported intended pca dose request of 0.4 mg. Reporter states that after previous similar events they had planned to delete customized concentration option from data set, but states pharmacy apparently hasn't done so. Encouraged her to consider pursuing this further based on this event and past similar events.